Manufacturer narrative:
Reagent issues were excluded the field service representative decontaminated the fluidics path between the reagent syringe and probe. He checked the rinse tubing and probes, which were ok. He confirmed the module was performing within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 2 patient samples on a cobas 8000 c 702 module. Patient 1: the initial result was 28 g/l and the repeated result was 34 g/l. Patient 2: the initial result was 17 g/l and the repeated result was 24 g/l. The initial results were reported outside of the laboratory. Two reagent lot numbers were provided, but it is unknown which one was used. The provided lot numbers are 611690 and 619906. The expiration dates were not provided.